Event description:
It was reported that the patient with this pacemaker noted a red call doctor (rcd) icon on their remote communicator. Further investigation found that the device had triggered two alerts for high right ventricular (rv) pacing impedance out of range greater than 3000 ohms and atrial and ventricular amplitude out of range. The high oor impedance value of 3000 ohms was an isolated observation, and the values returned to normal limits after that, but several months later, abnormal oor values were observed again. Boston scientific technical services (ts) referred the patient to the hospital for evaluation, but at this time, no further information is available. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker noted a red call doctor (rcd) icon on their remote communicator. Further investigation found that the device had triggered two alerts for high right ventricular (rv) pacing impedance out of range greater than 3000 ohms and atrial and ventricular amplitude out of range. The high oor impedance value of 3000 ohms was an isolated observation, and the values returned to normal limits after that, but several months later, abnormal oor values were observed again. Boston scientific technical services (ts) referred the patient to the hospital for evaluation, but at this time, no further information is available. The device remains in service and no adverse patient effects were reported.